Manufacturer narrative:
(B) (4). The device was returned to the MFR for eval. Visual macroscopic exam shows that the upper jaw of the instrument is completely broken off and is missing. It appears that excessive bending load or torque was applied to the instrument which may have caused the jaw to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the jaw of the instruments broke while in use. No pt complications were reported.